Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an urgent procedure was performed to treat an unspecified coronary artery. A 2.75 x 23 mm xience alpine stent was used. Before the stent was deployed in the lesion, contrast leakage was noted at the hub. Therefore, the stent was replaced with another 2.75 x 23 mm xience alpine stent to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). (B)(4). The device was returned for analysis. The reported leak on the hub and crack were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. There is no indication of a product quality issue with respect to manufacture, design or labeling.